Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels and hospitalization. Customer was disconnected from the insulin pump during rewind/prime sequence. Customer advised they went to the hospital 9 times as a result of low and high blood glucose levels. Customer was advised to follow up with their healthcare provider in regards to low and high blood glucose levels. Customer was advised that the settings on the device were changed which resulted in over delivery of insulin to them. Customer advised when they were trained on how to use the device they were sick and had a difficult time understanding how to properly use the device.